Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 8.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: a mustang 8.0 x 20, 75cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 2mm distal from the proximal end of the markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 8.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.